Manufacturer narrative:
Correction: serial no. The actual serial number is (B)(4) and not (B)(4) as previously reported. Correction: this report is a duplicate of manufacturer report number 1314492-2019-01803. All information can be found under that manufacturer report number 1314492-2019-01803. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that turns off when the cable is disconnected. There was no known patient injury or medical intervention associated with this event. No additional information is available.